Event description:
It was reported that the ilet bionic pancreas exhibited a nonfunctioning screen with a loose pump housing and an exposed internal ribbon, consistent with a bonding failure of the display assembly; the user reported stable blood glucose and transitioned to backup therapy per guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user, analysis of the information provided, and receipt and inspection of the returned device. Investigation of this case revealed a stress-related problem leading to loss of or failure to bond within the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.